Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel thrombosis, hemorrhage, and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient presented with a recurring paraclinoid aneurysm. The patient was treated with another manufacturer's coils and a stent (subject device). During the procedure, it was reported that coil loop herniations formed with subsequent thromboembolic complications for which reopro was administered. The patient was discharged per standard protocol. Approximately three days post procedure, the patient suffered from a large hemorrhage and later died.

Manufacturer narrative:
Event date and death date: the exact dates of the adverse events are unknown.

Event description:
It was reported that the patient presented with a recurring paraclinoid aneurysm. The patient was treated with another manufacturer's coils and a stent (subject device). During the procedure, it was reported that coil loop herniations formed with subsequent thromboembolic complications for which reopro was administered. The patient was discharged per standard protocol. Approximately three days post procedure, the patient suffered from a large hemorrhage and later died.